Event description:
In 2007: during treatment on linear accelerator equipment- pt hit on forehead by gantry as table was not rotated back to "0" prior to moving gantry. No permanent injury to pt. On approx four and a half months later: notified of 2 additional gantry incidents. Thought to be caused by equipment malfunction. No pt involvement.